Event description:
The surgeon reported a system message displayed during surgery. The surgeon performed a central vitrectomy, peripheral vitrectomy and endocular diathermia. When the perfluorocarbon was injected to assist in attaching in retina, the iop was 8mmhg. The surgeon performed an air exchange and attempted, again, to inject the perfluorocarbon, the system message displayed. The pump infusion was disconnected and it was not possible to activate, which caused hypotony. The surgeon injected more air to re-form the globe. The surgeon completed the perfluorocarbon infusion with difficulty. The surgeon had bad visualization in the eye. The surgeon performed a cryopexy instead of the laser due to the poor visualization in the eye. The surgeon stated that the pt has no iatrogenic damage and the result of the surgery was satisfactory.

Manufacturer narrative:
The company service rep examined the system and duplicated the system message reported. The fluidics module was replaced. The fluidics module is being returned for evaluation. The system was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).